Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
We received notification from an attorney stating the following: "please be advised that we represent eva tanis with respect to personal injury claims arising out of a (B)(6) 2022 operation during which time a mayfield head clamp malfunctioned resulting in lacerations to the sides of ms. Tanis' head. Please have your risk management department or legal counsel contact us for additional information with respect to this claim." The catalog number of the mayfield skull clamp is unknown. However; additional information is being requested.

Manufacturer narrative:
Mayfield skull clamp (product ID unknown) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. The definite root cause cannot be identified as the device was not returned. However, based on the reported complaint, probable root cause is improper or suboptimal positioning of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Medical assessment: based on the complaint information received to date, a direct correlation of laceration due to device malfunction cannot be confirmed. Without conclusive evidence of device malfunction, use error may not be ruled out. In the instruction manuals for mayfield skull clamps (i.e. A1059, a3059), it cautions the user that failure to read and follow the instructions furnished in the product insert may result in skull pin slippage and serious injury, such as lacerations, skull fracture, or death. It instructs the user to apply the skull clamp along the center line of the patient's head with pins entering the skull perpendicularly. Failure to properly position the patient, the skull clamp on the patient's head, and fully secure all adjustment positions of the skull clamp or any support device may result in patient injury. The patient's final position should be acceptable to the surgeon, taking into account the patient's anatomy, pressure points and neck flexibility and access to the surgical target. The user should carefully inspect instruments (including reusable skull pins) before and after use. Routine check and maintenance are recommended by the manufacturer to ensure proper function and extend the life and performance of the device.

Event description:
N/a